Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device does not mesh properly and the cutter, roller, ratchet gear, sliding pin were replaced and ratchet assembly lubricated and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that before surgery the ratchet was unable to perform the up and down motion or mesh properly no adverse event was reported as a result of this malfunction.